Event description:
Customer's mother reported that the insulin pump was cracked and the reservoir fell out. Customer stated that they were able to get the reservoir back in however there was a missing plastic piece at the top of the reservoir. Mother stated that the insulin pump had been bumped and the damage was near the reservoir compartment. Customer's blood glucose reading at the time of the call was 398 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.